Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change while using the ilet with a steel 6 mm cannula, despite the device continuing to receive glucose data from a paired continuous glucose monitor. Inspection of the tubing and connections reportedly identified no obvious issues, and a subsequent infusion site change was reported to have restored insulin delivery, with blood glucose levels returning to range. The reported symptoms included high blood glucose, with no additional complications. The outcome of the event was reported as resolution of the hyperglycemia following the site change, with no alarms observed and no medical intervention required outside of standard troubleshooting. The investigation included remote troubleshooting, inspection of infusion components for potential kinks or leaks, and guided replacement of the infusion site. Investigation of the case revealed no device alarms or identifiable hardware malfunctions, and despite normalization of glucose levels after the site change, the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.